Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s.

Event description:
It was reported by pt's attorney that pt underwent total hip arthroplasty in 2007, in which pt received a durom acetabular cup. Post op, pt's attorney reports that pt experienced pain and was revised in 2008.